Event description:
It was reported that a patient experienced receptive aphasia requiring hospitalization from (B)(6) 2019 to (B)(6) 2019 and received interventions of medications, physical therapy, occupational therapy and speech therapy. Site reported the event was resolved on (B)(6) 2019.